Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported she never had control of symptoms at nighttime. Patient reported there was a little control during the day, but she had to go through each program to get better and better. At implant surgery they put her on program 4 and she went backwards from program 4 to program 1 and tried all 4 programs. Program 1 was working during the day the best. Patient reported yesterday she had something new that started: she was leaking especially when she lays down. It just leaks. It leaks out if she goes from sitting to standing position. It was not doing it. This was unusual for program 1. It was noted the implant was on because patient could feel stimulation hurting and was hurting currently. The patient needed to turn down stimulation. At the beginning of the call patient stated she was at 5.8 v and if she went higher it hurts more than anything. Patient stated she woke up her husband at 1:30 am this morning to help her increase stim so that she could get some relief. If she hadn't had him increase she would not get any relief at night. She was up every half an hour to an hour constantly changing. Patient talked to healthcare provider (hcp) and hcp stated to call representative. Reviewed patient should turn stim down and not feel any uncomfortable stim. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.